Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7101314. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy on one side due to high impedance on the left lead. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op. Note: it is unknown which sn is the left lead.